Manufacturer narrative:
Concomitant medical products: product ID: 041829, lot# n167109, implanted: (B)(6) 2010, product type: accessory. Product ID: 3889-28, lot# v514031, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had to wear a diaper and was wetting himself. It stopped working 6 months ago and the patient did not feel stimulation. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.